Event description:
It was reported the patient's blood glucose levels (bg) rose to over 250 mg/dl, while wearing the pod less than 1 hour. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, the patient changed out the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the device delivered 0 pulses and was received in pod state 15. Inspection of the pod found no damages or manufacturing deficiencies that would result in the soft cannula dislodging or that would prevent the pod from completing activation and deploying as intended. The soft cannula was unable to dislodge as reported as the pod was received with the soft cannula not deployed. Inspection of the adhesive pad and welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.